Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the patient experienced poor quality of vision and decreased vision. The lens was exchanged in a secondary procedure. Additional information was provided by the nurse that the lens was replaced with a different model and power iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that the patient was not happy with the vision provided by this model iol.

Manufacturer narrative:
Evaluation summary: the product was not returned. The customer indicated the use of a qualified cartridge with an unspecified handpiece. Cartridge and hanpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).